Event description:
An advocate from portugal called stating that she ran a blood test on her son with his breeze2 and received a reading of lo. She re-tested him on his other breeze2 and the reading was 182mg/dl. The following day she tested her son on the two meters again and received results of 211mg/dl and 112mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer's test strips are expected to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.